Manufacturer narrative:
Argus case: (B)(4).

Event description:
Adhesive cream melted and was stuck in the throat [accidental device ingestion], causing him to be choked [choking sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident free denture adhesive cream) cream (batch number unknown, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started polident free denture adhesive cream. In 2020, an unknown time after starting polident free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and choking sensation. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, choking sensation and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and choking sensation to be related to polident free denture adhesive cream. Additional details: the daughter of patient reported this case. Patient had been using the product for 8 years. This year around (B)(6) or (B)(6), the adhesive cream melted and was stuck in the throat, causing him to be choked. It was said that because the adhesive cream melts, he eats ice cream often. Most recently, the product was purchased in august 2020. He went to otolaryngology just in case, and there was no issue with the throat. Action taken for polident free denture adhesive cream was unknown. Follow up was received as quality assurance result on 21 oct 2020 for product complaint ref ID (B)(4) and batch no unk, no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated. Therefore complaint would be closed as unsubstantiated.